Event description:
Voluntary medwatch received 06/21/2024 reported: "tandem insulin pump malfunctioned resulting in severe diabetic ketoacidosis and two separate hospitalizations, from (B)(6) 2024 and again from (B)(6) 2024. There are many tests in the hospital records."

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.